Event description:
A company representative reported that a patient experienced difficulty swallowing and underwent a revision surgery approximately five months after implantation to address the migration of two ozark self-starting, variable screws at c7. During the procedure, a fractured locking mechanism of an ozark 3-level plate at c7 was also discovered. This report captures the second of two ozark self-starting, variable screws.

Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion. Corrected data: g1.

Event description:
A company representative reported that a patient experienced difficulty swallowing and underwent a revision surgery approximately five months after implantation to address the migration of two ozark self-starting, variable screws at c7. During the procedure, a fractured locking mechanism of an ozark 3-level plate at c7 was also discovered. This report captures the second of two ozark self-starting, variable screws.